Event description:
It was reported that patient experienced diaphragmatic stimulation due to the lv lead. The lv lead was also oversensing. The lv lead was capped as the bi-ventricular defibrillator was exchanged for a defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.